Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one groshong catheter in two segments was returned for evaluation and three photos were provided for review. The first photo shows the kit label. The second photo shows a document printed in native language. The image is blurry; however, expiry date, lot number and material number was verified with tw data. The third photo shows an open kit containing groshong catheter in two segments, port, tunneler,syringe , non-coring needle, j-tip guidewire loaded in a guidewire hoop, vein pick, dilator, peel apart sheath with blood stains and catheter stylet. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split was noted on the second catheter segment. The edges of the split on the second catheter were noted to be uneven. Upon infusion, a leak from the split on the catheter was observed. Therefore, the investigation is confirmed for the reported catheter fracture and fluid leak issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using MRI p port isp - groshong. During the procedure, a broken tubing was discovered when the catheter was placed during the patient's procedure. Furthermore, damage and fluid leakage identified during infusion. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using MRI p port isp - groshong. During the procedure, a broken tubing was discovered when the catheter was placed during the patient's procedure. Damage and fluid leakage identified during infusion. There was no reported patient injury.